Event description:
Senseonics was made aware of an instance where patient experienced hypoglycemia event on 02 november, 2020. Patient said the glycemia lowered to 58 mg/dl and eversense continuous glucose monitoring (cgm) did not provide any alert as sensor reported 75 mg/dl. Low glucose alert was set at 70 mg/dl. Patient self managed hypoglycemia by eating sugar.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.based on the investigation, it is inconclusive if there was any system malfunction as it cannot be determined whether the blood meter measurement was suspicious or erroneous on 2nd of november as it was not entered in the system as a calibration entry. Even though the blood meter measurement was not entered in the system, the reported mismatch was limited to 18 mg/dl total difference between the sensor reading of 76 mg/dl and blood meter measurement of 58 mg/dl, and the sensor did provide more accurate results after some lag time. After the system stabilized from the initial transient noise in the optical channel after insertion, the sensor readings were in good agreement with the blood meter measurements.